Event description:
Healthcare professional reported "the capsule was clinicaly unsuspectfull and was not send for histologic examination".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. ¿ seroma-late: unable to confirm as it is a medical event not related to the device. ¿ edema: unable to confirm as it is a medical event not related to the device. ¿ sensation increase/decrease: unable to confirm as it is a medical event not related to the device. ¿ inflammation/irritation: unable to confirm as it is a medical event not related to the device. ¿ fever-ndr: not applicable as the event is not related to the device. ¿ visibility/palpability: unable to confirm as it is a medical event not related to the device. ¿ headache-ndr: not applicable as the event is not related to the device. ¿ other medical-ndr: not applicable as the event is not related to the device. ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed in the shell. ¿ white particles observed in the surface of the device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. Edema: unable to observe since it is a medical event and is not related to the device. Sensation increase/decrease : unable to observe since it is a medical event and is not related to the device. Fever-ndr: unable to observe since it is a medical event and is not related to the device. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Headache-ndr: not applicable as the event is not related to the device. Other -medical -ndr: not applicable as the event is not related to the device. Anxiety -product/procedure : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.

Event description:
Patient reported left side seroma. Patient additionally reported left side capsular contracture baker grade iii, "severe pain", "swelling of the breasts", "pain has also moved to my arm, which is tingling", "inflammations constantly occur in my body, ear inflammations, problem with 7th and 8th nerve", "breasts were so hard and doubled in size" and "undergo further diagnostic readings regarding potential bia-anaplastic large cell lymphoma". Also reported events of "shaking with a fever", "severe headaches", and "tinnitus" are all non device related. Device has been explanted.

Event description:
Patient reported left side seroma. Device remains implanted. The record relates to the left side.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side ¿capsular contracture baker grade 3¿, ¿late seroma¿, ¿breast pain for years¿, ¿they swell, sting, and constantly burn in the lower part of my breasts¿, ¿the pain has also moved to my arm, which is tingling¿, ¿inflammations constantly occur in my body, severe inflammation in my body of unknown cause¿, ¿shaking with a fever and feeling very bad¿, ¿my breasts were so hard and doubled in size, and the bile was very frequent and very painful to the touch¿, ¿ear inflammations (8 times last year) and simultaneous hearing loss, a whistling and some noise appeared in my ears ¿ tinnitus¿, ¿severe headaches¿, ¿a problem with the 7th and 8th nerve, which is again a kind of inflammation in the body¿, ¿severe pain and swelling of the breasts¿, ¿first amount of fluid around the implants¿, ¿patient's breasts often hurt and swell a lot¿, ¿patient has repeated flare-ups¿ and ¿elevated body temperature of unknown cause¿.

Event description:
Patient reported left side ¿capsular contracture baker grade 3¿, ¿late seroma¿, ¿breast pain for years¿, ¿they swell, sting, and constantly burn in the lower part of my breasts¿, ¿the pain has also moved to my arm, which is tingling¿, ¿inflammations constantly occur in my body, severe inflammation in my body of unknown cause¿, ¿shaking with a fever and feeling very bad¿, ¿my breasts were so hard and doubled in size, and the bile was very frequent and very painful to the touch¿, ¿ear inflammations (8 times last year) and simultaneous hearing loss, a whistling and some noise appeared in my ears ¿ tinnitus¿, ¿severe headaches¿, ¿a problem with the 7th and 8th nerve, which is again a kind of inflammation in the body¿, ¿severe pain and swelling of the breasts¿, ¿first amount of fluid around the implants¿, ¿patient's breasts often hurt and swell a lot¿, ¿patient has repeated flare-ups¿ and ¿elevated body temperature of unknown cause¿.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.